Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qcmmjt, and no non-conformances related to the reported complaint condition were identified. Investigation summary: visual analysis of the returned sample revealed that one opened sample, of product code t4247h was received for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. An opened box with twelve packets of product code t4247 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample with a detached needle from the suture of the product code t4247 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the procedure name and date. Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. Prior to use on the patient, the needle detached after opening the packaging. Upon evaluation of the returned device, the needle/suture was found detached since the insertion end of the suture did not meet the requirement. There were no adverse patient consequences reported. No additional information was provided.